Event description:
A system error 2057 alarm was identified in the log of a returned homechoice device. The alarm occurred on 24 may 2013 00:10:05. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review system error 2057 was identified. The cause cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.